Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a circumflex artery. Two guide wires were positioned at the lesion. Pre-dilatation was performed. Then a 2.75x18mm xience alpine was attempted to be advanced and positioned at the lesion, but failed for unspecified reasons. It was then observed that the stent was damaged as the balloon had a puncture. A 2.75x15mm xience alpine stent was also noted to have positioning failure as the 2.75x18mm xience alpine stent had. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a circumflex artery. Two guide wires were positioned at the lesion. Pre-dilatation was performed. Then a 2.75x18mm xience alpine was attempted to be advanced and positioned at the lesion, but failed for unspecified reasons. It was then observed that the stent was damaged as the balloon had a puncture. A 2.75x15mm xience alpine stent was also noted to have positioning failure as the 2.75x18mm xience alpine stent had. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed MDR, the account confirmed that the puncture was not on the balloon but rather a longitudinal tear on the outer member 1.7cm proximal to the guide wire exit notch for a length of approximately 1mm. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation and the reported material split, cut or torn were able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use and there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the anatomy and/or other devices resulting in the reported failure to advance. Interaction and/or manipulation of the device resulted in the reported/noted multiple stent damages (bent, stretched, flared), the noted wrinkled balloon and ultimately resulted in the reported material split, cut or torn/ noted tear on the outer member. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.